Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was not able to pair their devices with the minimed mobile application. Troubleshooting was not performed and it was unknown if the customer had continued to use the device. The device will not be returned for the product analysis.